Event description:
Customer reported there is zipper damage on the mattress envelope the pull tab is broken. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4) - zipper damage, pull tab broken. Evaluation results: inspection of the returned product shows the panel side a canopy connecting red zipper slider body is open. Note: posey instructions for use warning indicates: never use the bed if a zipper slider is bent open or damaged and the zipper is not securely closed. Test that all of the zippers open easily and close securely along the entire length of the zipper. Never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. Additional warning indicates: never use the bed if the zipper pull-tab is missing or broken. (B)(4).